Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 6.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced six events of kinked cannula on 24-feb-2025.. The site of insertion was abdomen. Patient noticed within three hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.